Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and returned; the glass cap bevel edge and metal cap are not aligned; the glass cap is protruding from metal cap and cannot rotate within metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, partially erased red octagonal sign and blue arrow indicator, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 420,470 joules of use and 59:22 minutes, "fiber broke." The fiber was exchanged and the procedure was completed by utilizing a second fiber. Patient outcome: "no injury to the patient" reported. Adverse issues: discomfort during surgery. Increase of the operating time.